Event description:
It was reported a spectrum pump's door would not latch. It was also reported there was no pt injury. During baxter's evaluation of the device, it was found that the device alarmed a constant close door message.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inability of the door to latch was confirmed and reproduced as constant close door alarms. Upon power up, the unit displayed "load set insert clamp". The set was then loaded and the door was physically closed and the unit then displayed constant close door messages. This condition was determined to have been caused by a failed lower latch switch. The lower auxiliary assembly was replaced.